Manufacturer narrative:
The instrument was returned and evaluated by intuitive surgical, inc. Failure analysis investigations confirmed there was a broken piece close to the distal end of the sleeve. The broken off piece was not returned with the instrument. No other damage was found. Evidence not conclusive, but the instrument damage may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments the customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci surgical procedure, a piece of the permanent cautery spatula instrument fell inside the patient. The fallen piece was discovered and the piece was retrieved immediately. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.